Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, although it was not possible to determine the cause of the occurrence from the information obtained, it is possible that a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. However, a root caused could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited plastic distal end cover has a burn. There was no patient involvement.